Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event and expired the same day. These claims were allegedly caused by the exposure to the product administered during dialysis treatment.

Manufacturer narrative:
Patient code: 3191 was used for the cardiac event as there is no other code that best describes such event. The is one event for the same patient involving two separate products.